Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 1.2 micron filter, polyethylene lined light resistant tubing, secure lock, 259 cm. The reporter stated that in a patient with a medical order for parenteral nutrition, filter was leaking, and nutrition was removed and discarded due to high risk of contamination. There was patient involvement, however no one was reported harmed.